Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 810:11, which interrupted delivery. There is no known patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The aware date in the initial submission was actually (B)(6) 2011.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty ail pcb (air in line printed circuit board). The ail pcb has been replaced. Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.